Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the display was blank during the call and customer was advised to remove the battery but insert battery now was not received. The customer also stated that the battery cap, compartment, and springs were not damaged. The customer stated that there was water in the battery compartment. Troubleshooting for fluid in the insulin pump was performed. The customer stated the insulin pump was exposed to fluid/moisture in a water park. The customer stated that the o-ring was in place and free of debris. The customer inserted a new battery and the insulin pump was beeping but the display did not return. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with sleep currents due to moisture damage on electronic assembly. No blank display, flashing white light display or tone/beeps noted during testing. No moisture damage inside battery compartment noted. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked reservoir tube retainer.